Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia, scar tissue and to remove the device. The device was reported to have shrunk in size. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent right inguinal hernia repair. An bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent recurrent right inguinal hernia repair, and removal of the defective mesh. Upon visualizing the mesh the physician noted that the mesh had significantly shrunk in size and was forced to remove some of the mesh due to failure, but could not completely excise it due to the extreme risk of significant vascular injury to the patient. The patient also developed a copious amount of scar tissue in the area. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured and sustained severe pain, suffering, and impairment.